Event description:
A healthcare facility in france reported that the rd900 neopuff infant resuscitator was not able to reach to 30 cmh2o during the inspiratory pressure setting. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rd900 neopuff infant resuscitator to f&p new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was not returned to the fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Results: the customer reported that the rd900 neopuff infant resuscitator was not able to reach to 30 cmh2o during the inspiratory pressure setting. Conclusion: we are unable to determine the cause of the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specification at time of production.

Event description:
A healthcare facility in france reported that the rd900 neopuff infant resuscitator was not able to reach to 30 cmh2o during the inspiratory pressure setting. There was no reported patient involvement.